Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A 510k number will not be provided in the emdr, because the product code and lot number are unknown. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a check supply line alarm which occurred on the homechoice during use during fill 1. The rn stated that she had disconnected the supply bag so that she could connect a brand new bag, but the baxter technical services representative (tsr) informed the rn to start over with new supplies as the setup was compromised. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. She refused to speak with bps or to provide any information. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This complaint for a report of a user error- failed to follow therapy steps was confirmed. The root cause was undetermined.